Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized between october and december 2014. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. It was not mentioned it the customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.